Event description:
It was reported that when using the bd pyxis¿ medbank tower a report was received regarding an erx that had been sent electronically via epd, but the staff did not see it reflected in pyxis. Guidance was needed on where to send a patient example so pyxis could verify whether the erx order had been received. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that order was not received. A technical support specialist investigated the example provided and confirmed that the item was not appearing in the profile as expected, as there was no quantity in stock at the cabinet. Explained to the customer that the item will only display in the profile once it is stocked in the cabinet. The system functioned as intended after the technical support specialist investigated the device.